Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"Doctor (B)(6) was doing a lap tubal and part of the rubber air seal broke off. She noticed it immediately and was able to easily remove it from the patient." "No harm was done to the patient."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, the fragmented septum was confirmed. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The septum was likely damaged by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.